Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse noted the wash valve motor was not functioning properly. The fse replaced the wash valve motor. Verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the event. The wash valve motor was malfunctioning allowing for insufficient washing of reagent particles in the reaction vessels.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for an unspecified number of patients on the access 2 immunoassay system (serial number 700236). The customer was unable to provide patient result data. There was no report of patient injury or change in patient treatment associated with this event. The customer was unable to provide quality control (qc) data or sample information. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.